Event description:
A surgeon reports that during introacular lens (iol) implant surgery, the haptic broke off while positioning the iol. The incision was enlarged to facilitate removal and replacement of the iol.